Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was a field programmable gate array (fpga) integrated circuit (ic) chip, designator u19, on the digital pcba.the customer was provided with a replacement device.

Event description:
During an inspection of the customer's device, physio-control observed that it had a service wrench present. There was no patient use associated with the reported event. Upon further examination of the customer's device, physio observed that it would not detect that a test patient load was connected and, as a result, defibrillation was not possible.